Manufacturer narrative:
(B)(4). G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02203-1.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, it was reported that a screw fractured. There was no treatment or explant. It was further reported that a metal fragment was found to be lodged in the patient's bone during a post op retrospective review. No additional patient consequences were reported. As no additional information or product has been received, we are unable to provide further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: an unspecified im nail was removed due to non union. The patient presented with acute pain and refracture at non union site. A 12 hole plate and screws were implanted, no intra op complications were reported. Retrospective review of patient information identified a metallic fragment in the bone. It appears that the fragment at the third proximal hole of the plate is the tip of a drill bit as identified by the taper, flutes, and point of the fragment. The tip of the drill bit fractured and was left in the bone. Implant fit and alignment are maintained on all images. Bone quality is osteopenic on all images. The most proximal screw is either very short or more likely a retained screw fragment. The metallic object near the third proximal screw hole appears to be a fractured drill bit. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is confirmed by mmi review, however, the specific products that produced the fragments remain unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.